Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that crossing difficulty was encountered. A 24x2.25mm synergy¿ drug-eluting stent was selected to treat the unspecified target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). A visual and microscopic examination of the returned device identified that the stent was detached from the balloon. The detached stent was not returned with the remainder of the device. From the examination it was noted that stent crimp marks were evident on the balloon. The bumper tip section of the device was damaged and the hypotube was kinked at various locations along its length. The mid-shaft section of the shaft was kinked 20mm distal from the mid-shaft bond. The balloon was examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).